Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged replace battery alert on event date (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage was noted on the retainer ring. The device passed the displacement test, active current test and sleep current test and self test. The power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due to connector resistance j6/electric board1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/electric board 1, the device was monitored and functioned properly. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running.5 was found in the history download on (B)(6), 2022 04:00:00.000. Device was cut open to perform visual inspection and found evidence of moisture damage¿on the force sensor and a broken component. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage (faded serial number label), cracked reservoir tube lip and cracked retainer. In summary, customer allegations for unexpected battery power loss confirmed due to this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running.this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Confirmed due to disconnected j6 connector on electric board. Battery lasts less than expected confirmed. Moisture damage and broken component noted on electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer got replace battery alarm twice. No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported pump suspend before low and the issue was not resolved. The customer will discontinue use of the device. The device will be returned for analysis.